Event description:
Information was received that a smiths medical cadd extension set began leaking at the filter. Patient was able to finish infusion, and no injury resulted.

Event description:
Information was received stating treatment was held for the rest of the cycle. Medications in pump: doxorubicin, oncovin, and etoposide. Additional information: information received that the product was disposed of already. The patient received treatment in the hospital. Customer believes it may be related to the infusion pump they were using to administer as they had no other issue with this product from the same lot.